Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used partial sensor (needle do not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specifications. Unable to continue with functional testing due to sensor being damage. In summary, the customer complaints of sensor glucose vs. Blood glucose event and cal error/ calibration not accepted alarm could not be confirmed. Found sensor with physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced calibration alert and discrepancy between sensor glucose and blood glucose. The customer reported sensor glucose value at the time of event was 70 mg/dl. The customer reported blood glucose value at the time of event was 134 mg/dl. The difference between the sensor glucose and blood glucose value was beyond the limit of 30 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7020a. Troubleshooting was performed. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. Mmt-7020a was requested and customer response was the device will be returned.